Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Hdevice not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (approx. 409 mg/dl) customer treated elevated levels by delivering a bolus via the pump. Additionally, customer reported miscalculating the insulin dosage to correct elevated bg level (232 mg/dl) before bed and bg level decreased to 66 mg/dl. Customer treated low bg level by drinking orange juice. System check performed with tandem technical support indicated that the pump was performing as intended. Customer reported that wide fluctuations in bg levels is a normal occurrence in his diabetes management and was unrelated to pump or supplies.